Event description:
The customer reported that the generator was in use when a red diathermy lead that was in use caught on fire. The fire extinguished on its own when the surgical staff stopped using the generator. The lead that caught fire had no label and appeared to be an old one. The site stated that they did not think the generator was defective but sent it to covidien-(B)(4) for evaluation to be sure it was functioning properly. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The generator was returned to an international covidien svc ctr. The unit was fully tested and nothing was found that would have caused or contributed to the reported incident. The unit was found to function normally and within specifications. A review of the device history records for this unit found that it was released meeting all specifications as manufactured.